Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the pressure pod of a prismaflex m100 set approximately three (3) minutes after the start of continuous renal replacement therapy. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: neither the device, nor photographs or video were available for evaluation. The component affected by the reported leakage event, the prismaflex set access pre-pump pod, is manufactured by a vantive external supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing, and the issue is being further investigated. Nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.